Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader balloon catheter was advanced but resistance was felt and the shaft got severely kinked and had been separated when trying to advanced. The physician used another 1.2mm x 12mm threader balloon catheter and the same issues were encountered. The procedure was successfully completed with another of the same device and no adverse events reported and the patient was alright.